Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's right atrial (ra) lead was found to have exhibited over-sensing of noise and inappropriate automatic mode switch. Corrective programming changes were recommended but were not performed. The patient was in unknown condition.